Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4968-25 lead implated: 2007-(B)(6); (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high impedance and rising thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.